Event description:
Additionally, the patient experienced non-device related "gastric fundus gland polyps" a day after the "epigastric discomfort." The event resolved the same day.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of gastric fundus gland polyps, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of urinary tract infection and gastric ulcer, deemed not device related, are considered an unexpected adverse drug experience. Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Additionally, patient experienced non-device related "urinary tract infection" and was treated with a levofloxacin injection and resolved four months later. A month later, the patient experienced non-device related "gastric ulcer" and was treated with rebamipide tablets and rabeprazole enteric coated tablets. Symptom resolved 3 months later.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported injecting a clinical patient in the perioral area and perioral line with juvéderm® volite¿. The patient experienced non-device related ¿vomiting and diarrhea after meals. A week later, patient was hospitalized due to discomfort in the upper abdomen, deemed not device related. A gastroscopy performed showed gastric fundus gland polyps. Colonoscopy performed noted result is normal. Patient was treated with endoscopic polypectomy. Patient was treated simethicone emulsion, amino acid injections of alanyl glutamine, kangfuxin liquid, and epprazole sodium, rabeprazole sodium enteric-coated tablet and rebamipide tablets, and compound polyethanol electrolyte powder. Patient discharged from the hospital on unspecific date. Symptom resolved 3 days after onset. Additionally, the patient experienced non-device related "gastric fundus gland polyps" a day after the "epigastric discomfort." The event resolved the same day.

Manufacturer narrative:
H.6. Health effect - impact codes: f2303, f08. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of discomfort in the upper abdomen, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the perioral area and perioral line with juvéderm® volite¿. The patient experienced non-device related ¿vomiting and diarrhea after meals. A week later, patient was hospitalized due to discomfort in the upper abdomen, deemed not device related. A gastroscopy performed showed gastric fundus gland polyps. Colonoscopy performed noted result is normal. Patient was treated with endoscopic polypectomy. Patient was treated simethicone emulsion, amino acid injections of alanyl glutamine, kangfuxin liquid, and epprazole sodium, rabeprazole sodium enteric-coated tablet and rebamipide tablets, and compound polyethanol electrolyte powder. Patient discharged from the hospital on unspecific date. Symptom resolved 3 days after onset.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported patient was injected with 2 vials of juvéderm® volite¿. This is the same event and the same patient reported under patient identifier cn-067173 (emdr-21855). This MDR is being submitted for the suspect product, juvéderm® volite¿ (lot# 1000503951).